Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the dark rubber foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling device as per the following IFU. - operation manual includes the detection way in chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A full technical evaluation was completed in accordance with the OEM specifications. Further inspection findings are as noted: the bending section cover or distal end glue gets separated, the scope body was peeling off, the scope cover seal peels off, the bending angulations were out of specifications, and the universal cord buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope insufflation and rinsing was defective. There was no report of patient or user harm associated with the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, foreign material that appeared to be a dark rubbery material was found in the air/water nozzle. This report is being submitted for the malfunction found during the device evaluation.